Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer postal code = (B)(6). PMA/510(k) number = exempt. Device evaluated by mfg = other (code unspecified, describe in = product to be returned: unknown . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of a ncircle tipless stone extractor broke off from the introducer when the user was extracting a large fragment of stone during a right flexible ureteroscopy and laser lithotripsy procedure. The user was able to extract the broken basket from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence after the extraction of the broken basket. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, the basket of a ncircle tipless stone extractor broke off from the introducer when the user was extracting a large fragment of stone during a right flexible ureteroscopy and laser lithotripsy procedure. The user was able to extract the broken basket from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence after the extraction of the broken basket. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The available evidence indicates the device was made to specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All basket assemblies are tensile tested to ensure integrity. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. Multiple attempts were made to obtain additional information from the customer, but none was received. The limited amount of information available prevented a determination of the specific nature and cause of the reported issue. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.